Event description:
The customer states that one employee ingested approximately 4.0 ml of the axsym mup solution. The employee was taken to a doctor and was treated according to first aid procedures applicable in the case of poisoning. The procedure went well and the employee is not in any danger. No details of the procedure were provided by the customer. The customer was asked on two separate occasions how this incident occurred, but the customer would give no details and refused to provide any additional information only saying that the issue was resolved. There is no further impact to the employee reported.

Manufacturer narrative:
The customer claimed that there was no information included in the axsym solution 1 (mup) labeling regarding reagent composition. Abbott quality sent appropriate material safety data sheets to the customer. A review of the axsym system operations manual identified information dealing with the handling of axsym solution 1 (mup). The axsym system operations manual recommends that laboratory professionals handle axsym solution 1 (mup) according to the recommendations in the manual. This information can be found in section 5, operating instructions, item: inventory and loading consumables - pages 14 and 15. The recommended handling does not require handling the product directly by the laboratory professional, since the product is ready to use. The axsym system operations manual also contains a warning in section 8: hazards - page 12 pertaining to the axsym solution 1 (mup). The warning states: bulk solutions 1, 3 and 4 contain 0.1% sodium azide as a preservative. An additional warning states: when loading this solution, it is important to immediately adjust the cover to minimize exposure to the air because prolonged exposure to the air can compromise the performance of the product. Based on the current investigation, the axsym solution 1 (mup) is performing acceptably and adequate labeling is in place to address the observed issue. Although a specific reason for the incident of ingestion of axsym solution 1 (mup) cannot be determined and was not provided by the customer, we are continuing to monitor this product for any further such issues. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.